Manufacturer narrative:
The returned lead was only available as fragment. The proximal fragment was not returned for analysis. The morphology of the cut surface indicates that the lead was probably cut through in connection with the explantation. The returned product was examined thoroughly. It was found that, aside from the existing cut through the lead, there were no defects or fraying of the insulation. The deformation of the shock coil, as well as the cuts into the lead body, are with high probability a result of the explantation process. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of 16 years and 5 months, inappropriate shock delivery was reported. Insulation damage is suspected. The lead was explanted in fragments (a part remained in the patient).